Event description:
"Patient profile: 78-year-old female nursing home resident with a history of hypertension, diabetes mellitus, and gastroesophageal reflux disease. Event summary: the patient was admitted to the hospital with hypoxia and subsequently decompensated. Chest tomography revealed a pulmonary embolism. She underwent thrombectomy and placement of an impella rp flex for right-sided mechanical circulatory support. The use of impella rp flex in this setting was off-label due to the risk of clot ingestion. The patient initially demonstrated hemodynamic improvement with stable device flows. On the following morning, impella rp flex flows decreased after the patient was repositioned in bed. Bedside repositioning of the device restored optimal waveforms. The patient remained hemodynamically stable, was successfully weaned off vasopressor support, and was considered ready for impella rp flex explant. Prior to explant, a pulmonary artery purge pressure spike and decreased purge flows occurred. The impella rp flex was removed, after which the patient remained stable. No visible thrombus was identified on the device following explantation. Detailed event chronology. Day 0 ¿ admission and diagnosis. Patient admitted with hypoxia. Decompensated clinically during hospitalization. Chest CT revealed pulmonary embolism. Day 0 ¿ intervention and rp flex implant. The patient was taken to the cardiac catheterization laboratory. Underwent thrombectomy. An impella rp flex was implanted for right-sided mechanical circulatory support. Use was off-label due to concern for thrombus ingestion. Hemodynamics improved with stable impella flows overnight. Day 1 ¿ flow reduction and bedside repositioning. The following morning, impella rp flex flows decreased after patient repositioning in bed. The device was repositioned at bedside, resulting in improved waveforms and restored flows. The patient tolerated pressors weaning and remained hemodynamically stable. Day 1¿2 ¿ continued monitoring. Placement signal demonstrated intermittent wandering. Device position was reassessed and determined to be optimal. Patient remained stable and was deemed ready for impella rp flex explant. Day 2 ¿ purge alarm and explant. A pulmonary artery purge alarm spike occurred, accompanied by decreased purge flows. Decision made to remove the impella rp flex. Explantation proceeded without incident. No visible thrombus was noted on the removed device. Patient remained hemodynamically stable after explant. Outcome. Impella rp flex successfully explanted. Patient remained hemodynamically stable following device removal. No device-related injury reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received indicating that the patient was ready for device explantation, and the device was subsequently removed. No further details regarding the event are available. Additional information also noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.